Event description:
It was reported that inappropriate defibrillation therapy due to incorrect interpretation of supraventricular tachycardia was observed on the device. No allegation of malfunction was alleged against the device and it was reported that the device performed as expected based upon its programmed settings. The event was resolved and the patient was in stable condition.

Event description:
Additional information received indicated the patient was administered medication to resolve the event. The patient was in stable condition.